Event description:
It was reported that as they loaded the bd slip tip syringe with bd precisionglide¿ needle the scale marking was missing. The following information was provided by the initial reporter: ¿while before loading the medication they found numerical marking variation (in the barrel) in 1ml ls syringe (cat no- 303060) lot no : 1356122, against approximately 2000+ units they found 25 defective units. Which they purchase current month. Against the withdrawal of 0.1 ml the marking shows as 0.15 ml they communicated that this compliance leads to medication errors which results in complications to the patients. As well they requested to replace all stocks which lying with them. Unfortunately the rds is having only this batch with 6800 units.¿

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9 device available for eval: yes. D.9 returned to manufacturer on: 13-jun-2022. H.6 investigation summary: two photos and twenty-four (24) samples were received by our quality team for evaluation. From the returned photos, zero-line misalignment on the barrel was observed. All samples were subjected to visual inspection on the scale mark printing defect. Twenty pieces were observed zero-line misalignment, once piece was observed with skewed printing, and three samples were observed with no abnormalities. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The team has investigated different section of machine and matched a potential area which could lead to the reported defect. The probable root cause could be due to s guide setting offset. This is caused by loose guarding, as a result of flange guard being worn out. When the s guide is offset, the tendency where the barrel flange gets trapped in between the gap of the flange guard. The loose guard of the s guard creates a wider gap, and this will lead to barrel flange to drop below the guide easily. This causes the missing print and zero-line out issues during the printing process. The mounting screw of the worn-out flange guard was replaced, and the guard has been realigned. Checking the condition of the s guard, re-threading the screw hole, and replacing the mounting screw of the flange guard if worn out will be added to the yearly preventative maintenance. This incident has been added to our database of reported incidents. H3 other text : see h.10.

Event description:
It was reported that as they loaded the bd slip tip syringe with bd precisionglide¿ needle the scale marking was missing. The following information was provided by the initial reporter: ¿while before loading the medication they found numerical marking variation (in the barrel) in 1ml ls syringe (cat no- 303060) lot no : 1356122, against approximately 2000+ units they found 25 defective units. Which they purchase current month. Against the withdrawal of 0.1 ml the marking shows as 0.15 ml they communicated that this compliance leads to medication errors which results in complications to the patients. As well they requested to replace all stocks which lying with them. Unfortunately the rds is having only this batch with (B)(4) units.¿